Event description:
It was reported that the customer could not remove the battery cap off the pump. Customer's blood glucose level was 484 mg/dl. Customer will treat with the pump. Customer stated that the battery cap was completely stripped. Customer stated that they were able to remove the battery cap with a large screwdriver. Customer was advised to monitor the pump. Customer will be sent 2 replacement battery caps. Customer was assisted with clearing the battery out limit alarm. It was explained that this was normal pump behavior since the batteries were out of the pump greater than the duration allowed by the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.